Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. Customer returned one broken and unused wgprime25 from lot number 0000185675. Using microscope visually checked broken file. No manufacturing defects or markings noted on file. Approximately 2mm of the file was broken off. Using microscope visually checked unused files. No manufacturing defects or markings noted on files. Measured the files using tm-0061 on nikon 4 according to the specifications on 0170-sp-wgprime25-a. Unused product has been analyzed and was found in compliance with specifications. Root cause of breakage cannot be determined.

Event description:
It was reported that a waveone gold file broke in a patient's tooth during use. The broken piece could not be retrieved and was incorporated into the filling.